Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg). The customer's blood glucose was 300's mg/dl. The customer was admitted to the hospital for diabetic ketoacidosis ( dka). The customer was treated with insulin. The health care provider did not check the cannula or supplies, and believed that the bg levels are elevated due to a virus. The customer was released on (B)(6) 2016.